Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during pt treatment. New disposables used to continue the treatment without incident. The reported incident occurred after 6th use of the dialyzer. Hcp reports no pt injury or need for medical intervention.